Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer's (tse) notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer experienced non-intuitive motion on the universal surgical manipulator 3 (usm3). The customer was already proceeding with the case at the time of the call. The technical service engineer advised the customer to reseat the instrument and sterile adapter on the system then to reboot it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by reseating the sterile adaptor and rebooting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .